Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 21:50:41. During night drain cycle one, the patient's ultrafiltration reading was 2380ml, indicating the home patient (hp) drained 2380ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be a false empty detect at the initial drain and the I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.